Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr performed preventive maintenance on the cell-dyn 1800 analyzer. No service had been performed on the analyzer since (B)(4) 2009. The fsr bleached the rbc, plt and wbc transducers, hgb flow cell, and pre-mix cup. The fsr cleaned the aperture plates and wash block. The silicon tubing (s2) from the transducers to the wbc cup was replaced. The fsr ran backgrounds, precision and quality controls, which were within range. The instrument was performing within specifications. No further investigation was required. The cell-dyn 1800 system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that they were performing a review of critical results from (B)(6) and found that the celldyn 1800 analyzer had generated a hemoglobin (hgb) result of 4.5 mg/dl on (B)(6) 2011. The sample was repeated right away and a result of 11.3 mg/dl was generated. The decreased result was not reported. There was no report of impact to patient management.